Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08715 inches. No under delivery anomaly or over delivery anomaly noted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. Device uploaded properly using carelink. Device had scratched display window cover, scratched case and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 520 mg/dl at the time of incident. Customer treated with insulin pump and manual injection. The customer experienced symptoms such as nausea. The customer been using the insulin pump system within 48 hours of reported high blood glucose event. The customer alleges insulin pump was under delivering. Insulin exit at the quick release. The customer was not able to passed the high pressure test. The customer stated that they were using the auto mode feature. The insulin pump will be and reservoir will not be returned for analysis.